Event description:
In 2006, this pt was treated with a gore tag thoracic endoprosthesis to treat a type a dissection starting at the left common carotid extending past the celiac arteries. In 2007, the pt underwent a second procedure during which a second gore tag thoracic endoprosthesis was implanted due to a persistent type I endoleak. The pt tolerated the procedure. In late 2008, the pt presented with spinal cord neurologic conditions for which the pt refused any further treatment or surgeries and was placed in hospice care. The pt expired in early 2009. Per the physician, the cause of death was the pre-existing condition of distal dissection of the entire aorta with aneurysm rupture.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in patient's with acute dissections and ruptured aneurysms. Additional device implanted in 2007 and involved in this event.